Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(4) alleging an error 4 message issue with a one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting since the lifescan products were not available at the time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.